Event description:
It was reported that the port was implanted in a pt receiving cancer therapy. It was explanted when it was discovered that the catheter had separated at a point 22cm from the tip. There were no additional reported pt complications.